Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.